Event description:
As reported by the user facility: details of complaint (reported issue): nurse discovered brown matter in tubing / filter. Removed promptly and replaced tubing. Impact to patient: delay in treatment, risk for infection / introduction of contaminants. Action(s) taken: tubing replaced (triple bag and send to material management). Medication / fluid tpn basics.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.